Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Section a patient information: refer to section b5 for complete patient information. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the creatinine2 assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76220ud00. A device history record review did not identify any non-conformances or deviations with lot number 76220ud00 and the complaint issue. Retain testing met all acceptance criteria and the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency with the creatinine2 reagent for lot 76220ud00 was identified.

Event description:
The customer observed a falsely elevated creatinine2 result on an alinity c analyzer for a 28-year-old female patient. The following data was provided (customer¿s reference range is 0.5-1.10 mg/dl): sample ID (B)(6), initial result was 4.01, repeat result was 0.61 mg/dl there was no impact to patient management reported.